Event description:
It was reported by service report that the zoom would operate into reverse (opposite direction) when the handle buttons were pressed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom; pcb box.